Manufacturer narrative:
The investigation could not be completed, no conclusions could be drawn, as no product was received. A device records review has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The holding sleeve does not have much thread damage, however the threaded interface of the polyaxial screw has a peeled thread. It appears to have been cross threaded with the holding sleeve. This cross threading may have caused the driver to not be fully engaged into the polyaxial screw drive recess leading to an off axis torque of the screw. This off axis torque led to the stripping of the polyaxial drive recess. The fact that the most damaged portion of the drive recess is on the same side as the peeled thread further supports this theory. The snap heard may have been from the threaded interface of the screw snapping off when the off axis insertion torque stripped the drive recess and a side load was inadvertently applied. The holding sleeve may not have been threaded correctly on the polyaxial screw, leading to off axis loading of the screw causing the damage to the implant. There is no evidence that the device design caused this to occur. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Patient age reported.

Event description:
During a procedure, surgeon was placing a screw at s1 using the matrix screw driver and holding sleeve. Surgeon was using a lot of cranial and caudal forces as he was inserting: when screw was 3/4 of the way inserted a snap sound was heard. The driver was disengaged, screw examined. The star drive shaft was stripped and some of the inner threading of the screw was broken off and fell into the stardrive portion of the screw. The rod was locked down, screw and cap were removed. Surgeon used a new screw to complete the procedure. This is 3 of 3 reports for this event.

Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn. Review of manufacturing records found no complaint related anomalies.